Event description:
Pt states, pump display screen is blank. Pt has changed battery three times in past two days and the display screen is still blank. This required no physician or hospital intervention. Insulin injections were administered at home.